Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of capture was noted on the atrial lead at setting of 3.5v in aai pacing. It was further reported that the patient subsequently seized when the settings were decreased to 2.5v. It was also reported that there was no sensing observed during testing on the ventricular lead. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.